Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed a minicap with a dry sponge. The patient stated that the sponge was brown and appeared to have had iodine on it at one time. However, the iodine appeared dry. This was found before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 90.

Manufacturer narrative:
(B)(4). The device was manufactured 02/28/2014 ¿ 03/07/2014. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing was performed on the device¿s pouch, and no issues were observed with the packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.